Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen via an implantable pump. It was reported that the company representative was called to complete a pump read and upon arrival, the suspected infection at the pump pocket was discovered. The hospital was concerned and wanted to fill the patient¿s pump as the refill date was coming up, but never notified mdt of the drainage. The healthcare provider (hcp) was spoken with regarding the patient status and plan of care. It was unknown if external factors were involved. The patient lives in a long-term facility and was under total care. No troubleshooting was performed as there was visible drainage and an opening at the pump pocket. The current hospital where the patient was in the intensive care unit stated that they did culture the drainage. All of this information was shared with the patient's managing hcp. The issue had not been resolved. It was unknown if surgical intervention would occur.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n289191005); product type: 0184-catheter; implant date (B)(6) 2011. Product ID 8578 (lot: hg7nd2504); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a physician via a company representative who reported that the physician had heard no further information regarding the status of the patient. His last communication with the hospital doctor was on (B)(6) 2025 to let them know that if the patient could be transferred to another hospital where he had privileges, then he could explant the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.